Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure. There is no clear relation between the patient's prostatectomy and his subsequent infection or the development of his hernias.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si prostatectomy for prostate adenocarcinoma on (B)(6) 2006. Intuitive surgical was provided with the operative report. Additional information provided includes follow up medical and consultation reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery .there was no report of an intraoperative complication . On (B)(6) 2006 the patient presented with symptoms of perianal swelling and was found to have a perirectal abscess that was drained in the physicians office. On (B)(6) 2007 the patient was found to have a small fistula-in-ano that was removed in outpatient surgery. On (B)(6) 2007 the patient had a bilateral inguinal hernia repairs.